Event description:
Pt was admitted with difficulty in breathing. Blood pressure was in low range, she was diaphoretic. Pt had used a tampon with fragrance. Tampon was removed and symptoms subsided. She was hospitalited for two days.